Event description:
The customer reported multiple error codes messages displayed on the unit. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Patient/user involvement: customer could not recall if the unit was involved with a patient. Customer confirmed that there was no report of injury or harm to the patient or user. Conclusion: the determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: no parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.